Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid pd effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (500mg, intraperitoneal, stat dose, discontinued) followed by vancomycin injection (50mg, intraperitoneal, once daily, for 10 days, discontinued) and gentamicin injection (20mg, intraperitoneal, once daily, for 10 days, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.